Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4). Please reference report 2032546-2024-00117 for the report associated with device two (2) of two (2).

Event description:
In addition to the initial report associated with the patient presenting with elevated intraocular pressure (iop) following a trabecular micro-bypass stent system procedure; additional information received through follow-up with the reporter, noted the following. Reportedly, during the initial procedure, there was an unsuccessful attempt to implant ¿two (2) devices¿. The patient¿s most recent prognosis was reported as ¿in good condition¿. Moreover, additional information provided by the reporter listed two (2) different devices¿ identifiers; however, the report did not specify the device associated with initially reported postoperative elevated iop. Glaukos made reasonable follow-up attempts to obtain specifics about the device associated with the report of elevated iop, but no clarification was provided. Therefore, glaukos is reporting the two (2) devices out of abondance of caution. This report references device one (1) of two (2).

Manufacturer narrative:
Additional information: b5, b6, d6, g2, g3. The IFU notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation of more than two (2) stents in one (1) eye. MFR# reference: (B)(4). Please reference report 2032546-2024-00117 for the report associated with device two (2) of two (2).

Event description:
The following additional information was received through further follow-up. Per report, both devices experienced a "failure in implantation", and three (3) stents were used in this case. This report references device one (1) of two (2).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Iop increase is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Iop increase is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a trabecular microbypass stent procedure, the patient presented postoperatively with elevated intraocular pressure (iop), which required intervention. Per report, the event has resolved with sequelae. Additional information has been requested.